Event description:
It was reported that the catheter did not perform reading with the monitor. No other info was provided. Additional info was requested and on 10/21/2014, the following was provided by the distributor. On (B)(6) 2014, the product problem occurred after surgery, post - operative on a (B)(6) female pt. The "catheter caught the screen and didn't show parameters in the monitor". The catheter was already implanted in the pt when the problem occurred. There was no pt injury and no surgical delay. Another catheter of the same model was used and it worked normally.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.